Event description:
A report was received from the study indicating that 12 months post cypher stent implant the patient expired. The reported cause of death was severe heart failure and an autopsy was not performed. Cec determination of this event was unrelated to the index device and procedure, the major adverse cardiac event (mace) was due to patient's prior conditions. Previous to expiring, the patient had suffered two events of heart failure.

Manufacturer narrative:
This patient was randomized to the study in 2004. The indication for the index procedure was unstable angina ib. At index procedure, the patient received once 3.5x18mm cypher select stent at the 1st diagonal. Pre-procedure stenosis was 70%, lesion type was b1, there was no calcification or thrombus. The lesion was predilated with a 3.0x14mm balloon at 8 atms. Post dilation was not performed and final timi was iii. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.